Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler is broken, charged coupled device cover glass has deep scratches and broken video connector a root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device had broken camera, screws and springs have popped off. The event occurred during set up / inspection for use. There were no reports of patient involvement.